Event description:
Mother alleged pump continued to run after the formula was gone. Dosage provided was 750 ml. There were no rate and patient impact reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and working properly. Complaint could not be duplicated.